Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up and her blood glucose was 419 mg/dl. The customer treated with a bolus and then changed her site a total of four times but her blood glucose would not decrease. Troubleshooting was initiated and her drive support cap appeared normal. The insulin was not expired or cloudy. The customer declined to check their settings for anomalies. The customer did not receive no delivery alarms. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced.